Event description:
The customer reported two pts presented with endophthalmitis following phacoemulsification. Both pts were enucleated. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.